Manufacturer narrative:
Staple not returned to be evaluated, as it was left in the pt. A retrospective review of all reverto complaints was conducted to ensure accuracy of the MDR decision.

Event description:
During a post op x-ray, 3 weeks after implantation, there was evidence that the staple was broke. No decision as to how or when the staple broke. Surgeon made a decision to leave the staple in the pt as there was no discomfort. There was note in the file of pt noncompliance.